Event description:
The patient presented to the clinic after receiving inappropriate therapy due to noise, also noted were lv impedance variation and externalized conductors seen on fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.